Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Initial reporter name and address: hospital: (B)(6) japan. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in a procedure performed on unknown date. During the procedure, when the trapezoid rx basket was used to attempt to crush a stone about 10mm-20mm in size, the handle cannula was damaged and the wire was unable to retract when the handle was pulled out. As a result, the coil was cut with scissors and the exposed wire was connected to a different lithotripter handle and the stone was crushed. There were no patient complications as a result of this event.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Hospital: (B)(6). Device code a0401 captures the reportable event of handle cannula break. The returned trapezoid rx basket was analyzed, and a visual inspection noted that the handle cannula was detached and not returned. The internal wires are kinked and returned outside the device. The basket was kinked with the tip attached. Also, sheath was cut off from the handle and was not returned. Dimensional inspection noted that the length of the distal and proximal screws were less than the permitted tolerance. Microscope inspection noted that the proximal screw was internally hollow without the tip, and the distal screw has a tip pushed inward. The reported event was confirmed. Based on all available information, it was determined that the most likely cause is attributable to the supplier of the screws. Due to the condition of the screws, the proper fastening is not given (even if the screws had the appropriate depth), so the force applied when activating the device causes the detachment of the handle cannula. Therefore, the most probable root cause of the issue handle cannula detached is manufacturing deficiency with the problems traced to manufacturing process, with the supplier as "probable cause owner"; an investigation is underway to address this problem. The most probable root cause for the other issues found in the product analysis is adverse event related to procedure as it could have been caused as consequence of the manipulation or the detachment of the handle cannula during the procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in a procedure performed on unknown date. During the procedure, when the trapezoid rx basket was used to attempt to crush a stone about 10mm-20mm in size, the handle cannula was damaged and the wire was unable to retract when the handle was pulled out. As a result, the coil was cut with scissors and the exposed wire was connected to a different lithotripter handle and the stone was crushed. There were no patient complications as a result of this event.